Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios delivery system was returned for analysis; the stent was not returned. The delivery system was inspected, and no damages were noted. The reported event of stent partially deployed was not confirmed as the stent was not returned for evaluation. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation on (B)(6)2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange was attempted to be deployed inside the scope; however, when the physician attempted to release to second flange from the scope it could not be seen under endoscopic image. The stent was removed together with the scope, and it was noted that the second flange failed to deploy. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation on december 21, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange was attempted to be deployed inside the scope; however, when the physician attempted to release to second flange from the scope it could not be seen under endoscopic image. The stent was removed together with the scope and it was noted that the second flange failed to deploy. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4).